Event description:
It was reported that after several attempts to position the lead during implant, the stylet would not advance down the lead. Lead was not implanted. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.